Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "the additional fixation clamp of the cvc was loose when the catheter was removed from the patient. The catheter has slipped out through the clamp". The nurse became aware of the cvc and removed it immediately (after the cvc was only about 1cm under the skin). It was reported there were no patient complications or discomforts. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 4-l cvc for analysis. The catheter contained obvious signs of use in the form of biological material. The box clamp was returned attached to the catheter body. Visual analysis of the returned catheter, clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The outer diameter of the returned catheter body measured to be 2.935 mm which is within specifications of 2.87-2.97 mm per product drawing. The inner diameter of the clamp catheter measured to be 0.112" which is within specifications of 0.108-0.116" per product drawing. The catheter clamp and fastener were attached to the returned catheter body. The box clamp assembly was held stationary, and the catheter was pulled in both directions. Slight movement was identified. The suture wings of the juncture hubs were then held stationary, and the catheter was pulled in both directions. No movement was identified. A device history record review was performed based on sales history, and no relevant findings were identified. The IFU provided with the kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." The customer report of a catheter migration was confirmed by functional testing of the returned sample. The catheter moved when secured by only the box clamp, but passed testing when secured by the juncture hub suture wings. The primary suture location for this catheter is the juncture hub using the triangular wings. It could not be determined if the box clamp was used as the primary or secondary suture site; therefore, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Customer complaint reports "the additional fixation clamp of the cvc was loose when the catheter was removed from the patient. The catheter has slipped out through the clamp.". The nurse became aware of the cvc and removed it immediately (after the cvc was only about 1cm under the skin). It was reported there were no patient complications or discomforts. The patient's condition is reported as fine.